Manufacturer narrative:
This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number (B)(4)). Concomitant medical products: 900sfc28 heart ring impanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a remote monitoring network software estimator error. The correct calculation was provided. No patient complications have been reported as a result of this event.